Event description:
It was reported that when implanting an intraocular lens (iol), the surgeon noticed the lens was cracked in the optical zone. The lens was fully inserted, removed and replaced with another lens during the same procedure. No patient injury reported. No further information provided.

Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint product was not received for evaluation. The product evaluation was performed on customer provided photographs and performed by two subject matter experts (sme), one from a medical perspective and the other from an engineering. Both smes observed triangular shaped damage to the optical portion of a lens. The potential root cause and clinical impact on the patient cannot be determined from a photo assessment. Based on current manufacturing inspection protocols it is unlikely that the damage occurred during manufacturing. The source of the lens damage cannot be confirmed from a picture assessment but the damage could have resulted from the plunger rod tip. The location of the damage indicates that the plunger rod possibly missed the edge of the lens. Such an event can occur if the plunger rod is pulled back and reengaged. The complaint issue was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.